Event description:
It was reporteed by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon used a 511h for the camera port. After removing the scope once, the gasket split and leaked. One seal was put on it for the duration of the case. There was no consequence to the pt.